Event description:
Part nt821731c, eds 3, gen ll, no catheter - evd drainage systems and the stopcocks breaking. Customer provided a picture stating their evd stopcock broke in use.no patient injury or death.

Manufacturer narrative:
Follow up report 002 ref to natus complaint #(B)(4). Correction to section d4 - UDI(B)(4). The affected part was returned for investigation. Root cause/failure investigation: the customer complaint was confirmed, the stopcock was damage due to over torquing the stopcock valve. This resulted in the valve ripping away from the stopcock assembly rending the stopcock unusable. There were zero previous complaints in the last two years due to confirmed stopcock assembly breakage. This customer reported two incidents with the stopcock valve breakage calculating to a complaint rate of 0.03%. At this time there is no identified trends, complaint will continue to be monitored and appropriate action will be taken when appropriate. Failure confirmed: yes. Investigation result code: (B)(4) /eds products/cracked. Closure rationale: complaint verified, resolved on-site and no further action necessary. Low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Manufacturer narrative:
Follow up report 001 ref to natus complaint #(B)(4). Update to section a2, a3 correction to part number - section b5 correction to section d1, 2, 4 model number / catalog number and section g4 customer confirmed this product is available to be returned. Customer sent products to cg labs for decontamination. 05 dec 2022: clinical confirms they still have the product. Provided cg labs address so product can be properly decontaminated prior to natus evaluation. Related to medwatch form FDA 35000a - (uf/importer report# (B)(4)).

Event description:
Part nt821731c, eds 3, gen ll, no catheter - evd drainage systems and the stopcocks breaking. Customer provided a picture stating their evd stopcock broke in use. No patient injury or death.

Event description:
Part nt821732c, collection bags, eds - evd drainage systems and the stopcocks breaking. Customer provided a picture stating their evd stopcock broke in use on (B)(6) 2022. No patient injury or death.

Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). The customer also states they have issues with breakage when adhering to the pole. The complaint form was returned. There was no death or serious injury, but there was medical intervention required to change the device. Customer confirmed they no longer have the drain for evaluation. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Acceptable risk associated with the complaint as per line 5.5 in (B)(4) risk analysis spreadsheet. No death or serious injury, considered to be customer inconvenience. Risk is considered to be low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.